Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported. This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared a battery status of elective replacement indicator (eri) due to extended charge times. Technical services discussed that replacement is recommended within 90 days of eri declaration. No adverse patient effects have been reported. This product was listed on the mid-life display of replacement indicators advisory.